Event description:
Customer reportedly obtained results of 4.0 inr and 4.1 inr on the coaguchek xs system, while a comparison lab returned as 3.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.